Event description:
It was reported that the device reached elective replacement indicator. The patient experienced heart failure symptoms with vvi 65 pacing. The patient also complained that there was not a device available for change out as there had not been u.s. Food and drug administration approval of the new cardiac resynchronization therapy devices. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and the battery depletion was normal.